Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the patient underwent a primary left l5-s1 spinal root decompression. On event date, the patient presented with "myospasms". The investigator noted the event as mild in intensity. The patient was prescribed valium and given a dosepak of medrol for pain by their physician. It was reported by the investigator that the condition had resolved with treatment almost 4 weeks after the event date. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted surgical complication as a possible explanation for the event.